Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
When the nurse inserted the stent, the stent was kink. So he used another zso. 1. What was the target location for the stent? Cbd 2. Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. Stent storage cabinet (shaded area) 3. What is the reorder number, diameter and length of the wire guide that was used with this device in this procedure?* micro tech 0.035¿ 450cm 4. Was the wire guide lubricated prior to use? Yes 5. Was the wire guide inspected for damage prior to use? No 6. Was the device at the center of the complaint inspected for damage prior to use? Yes 7. Were previous procedures i.e., sphincterotomy etc. Carried out prior to placing the complaint device? Yes, he did sphincterotomy. 8. Did the patient involved exhibit altered anatomy or tortuous anatomy? No 9. Were any other defects observed on the device prior to return (other than the reported complaint issue? No. 10. If not with device in question, how was the procedure completed. Please confirm if same wire-guide and endoscope was used with replacement device. He used another zso and same g/w. 11. What is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Olympus tjf-260v 4.2mm 12. Does your medical facility have a service/maintenance schedule associated with its endoscopes? No 13. Was resistance encountered when advancing the wire guide to the target location? N/a problem with stent installation 14. Was resistance encountered when advancing the introduction system in place to the target location? N/a problem with stent installation 15. How did the physician determine the length of the stent to be used for the procedure? Decide by looking at the fluoro screen 16. Where was the stricture located in the duct? Middle cbd but this problem with stent installation 17. Was the stricture dilated prior to placing the device?* (if so, please indicate what device(s) were used.) No 18. Was resistance encountered when advancing the stent through the obstructed area? N/a. 19.after placement, was stent position verified? N/a 20.please estimate the amount of time the stent was in place prior to this occurrence. N/a 21. Did any section of the device detach inside the endoscope or patient? No ¿ please indicate whether the device broke in the endoscope or in the patient. N/a, endoscope, patient. ¿ was the broken device retrieved? N/a, yes, no (if yes, please indicate what tools were used during retrieval (e.g., basket, balloon, snare, forceps etc.): 22. Were any modifications made to the complaint device or accessories used with the device in this procedure?. No. ¿ please indicate why the modifications were necessary.

Event description:
A supplemental report is being submitted due to completion of the investigation on 05-aug-2025.

Manufacturer narrative:
E1, f5- phone number: (B)(6). Device evaluation. 1 unit of zso-7-7 of unknown lot number was not returned for evaluation. The device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. Manufacturing records review: prior to distribution, all the devices are subjected to functional checks and visual inspection to ensure device integrity. As the lot number of the complaint device is unknown, a review of the relevant work order could not be conducted. Review historical data. Historical data could not be reviewed as lot number is unknown. Instructions for use and/label review: instructions for use (ifu0045), which accompanies this device, instructs the user: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". The precautions section of the instructions for use also states: " care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking of the stent." There is no evidence to suggest that the customer did not follow the instructions for use. There is evidence from the additional information that the user did not inspect the wire guide for damage prior to use. As per management of complaints procedure where information is reviewed and categorized as use related/off label use and where no adverse event is identified then no complaint is required. The event is documented in the pms tracker and reviewed as part of post market surveillance¿. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined from the available information. Based on the information provided a possible root cause could be attributed to the kink occurring while it was being straightened, as it was being loaded onto the wireguide. Confirmation of complaint. The complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: confirmed quantity of 1 device, confirmed used. A definitive root cause could not be determined from the available information. Based on the information provided a possible root cause could be attributed to the kink occurring while it was being straightened, as it was being loaded onto the wireguide. The complaint is confirmed based on customer and/or rep testimony. According to the initial reporter, no health consequences or impacts were reported. Complaints of this nature will continue to be monitored for similar events.